Event description:
The high pressure alarm failed to activate while performing an incoming evaluation of the device. The service technician inspected the device and adjusted the high pressure alarm circuit. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.